Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported the device was disposed. If there is any further relevant information received, a follow-up medwatch report will be filed.

Event description:
The account believed that the incorrect end of the wallstent superstiff guidewire (non-floppy end or the stiff end) was passed down to the device. It was passed out of the colonoscope and advanced through the colonic stricture. By doing so,it 's believed that false track was created and potentially caused perforation in the bowel wall. It was identified that the wrong end of the wire was used. They used a jagwire .035 inch to complete the case. However, it's believed that the wire was passed down to the false track that was created by the initial wire and the stent was placed incorrectly into the peritoneal cavity. During the time of placement it was believed that the stent was placed or positioned correctly. However they identified after the procedure and in the subsequent 24 hours, the stent was not placed correctly and it was through the perforated site of the tumor. The patient had to go to surgery to correct the issue.

Manufacturer narrative:
This report is an update to initial report 9681477-2016-00012 to update describe event or problem, report source, date received by MFR and the device code under evaluation codes based on the additional information received on december 28, 2016. If additional relevant information is received, a follow up medwatch report will be filed.

Event description:
Additional information received in the mail on december 28, 2016 with reference to report mw5066623. An (B)(6) admitted for elective gl endoscopy with colonic stent placement for sigmoid color adenocarinoma. The pt was taken to the operating room on (B)(6) 2016 and had a flexible sigmoidoscopy under general anesthesia, with placement of the colonic stent. Significant lumenal narrowing was noted at 30 cm and a wire was passed through the stricture under fluoroscopy. A balloon dilatation was completed and a colonic bare metal wall stent was inserted. The practitioner noted difficulty with kinking of the balloon/guide wire during the procedure. Postprocedure the pt complained of nausea and periumbilical pain. On (B)(6) 2016, a firm and distended abdomen was noted with radiological findings consistent with a large pneumoperitoneum with associated dilated loops of large and possibly small bowel to the level of a partially collapsed sigmoid stent is concerning for a large bowel obstruction with bowel perforation. The pt was taken urgently to the operating room for a exploratory laparotomy; sigmoid resection for perforated rectosigmoid mass. The stent has been perforated through and through the actual mass. Pt was discharged to home on (B)(6) 2016.